Event description:
It was reported that that device alarmed with error message "open door alarm" bd tech support provided assistance to the customer to verify the door latch was closed and intact. On checking the door sear was intact, their customer noticed one was broken. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.